Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and an air flow issue occurred. In the initial report, the manufacture address was erroneously reported as (B)(4). . The correct address is(B)(4).. Manufacturer name, city and stateand MFR site of this report have been updated. Manufacture ref no:(B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 4/12/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and an air flow issue occurred. The physician stated that when the sheath was in the body and he was removing the dilator, bubbles were drawn out, that were difficult to clear. Sheath replacement resolved the issue. No adverse patient consequences were reported. The observed air flow issue has been assessed as MDR reportable.